Event description:
The customer alleged "there have been 3-4 instances of the lock breaking on the kerrison handle during use."

Manufacturer narrative:
At this time, the information that we have is limited. We are continuing to follow up for additional information. This is the first complaint received for this part number. A follow up report will be submitted once additional information is recieved.

Manufacturer narrative:
The customer had no devices available for return. They have discarded the broken devices. All of the customer's sharp kerrison rongeurs were purchased in 2019 and have been in use for approximately 3 years with regular use. The sharp kerrison consists of two devices in one to include the reusable handle and the (identified in this complaint) and the tips(single use and reusable) assembled to complete the usable device. The detachable tips were specifically designed as removable to support use and removal once they become dull which is common for a device with a cutting feature. Through testing, symmetry did identify that when additional forces are applied to the locking mechanism of the handle by excessively squeezing and twisting the handle, during the use of a dull blade or while cutting a large or dense bone, the bottom lock will yield. The results of the testing did not break the locking mechanism; however, it did show stress in the same location. As a preventative action, symmetry chose to further improve the safety of the product by increasing the thickness of the bottom locking mechanism that experiences all the stress. This was a running change that occurred in 2018. The same cautions in the IFU apply to the new design as well. These devices were manufactured with the upgraded design. This type of use is not recommended as it is defined as a warning in IFU (B)(4). The root cause is determined to be excessive stress on the handle while using a dull blade or cutting a dense bone. There has been a total of 136 sold of all lots with no additional complaints recorded for this occurrence. No further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or information pertinent to the investigation, a follow up report will be submitted.